Event description:
It was reported on (B)(6) 2024, the patient underwent an orif with tfna for left femoral trochanteric fracture. When the surgeon checked the cement kit for augmentation, the cement package was empty. As a result, augmentation could not be performed. The surgery was completed without any surgical delay. Patient is listed as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h4 device history part # 07.702.040s lot # 3l53642 manufacturing site: werk selzach logistik release to warehouse date: 03.nov.2023 expiration date: 01.nov.2026 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.